Event description:
The patient reported that their monitor or device was broken. There were no patient symptoms reported. No further follow-up was possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.